Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an oophorectomy using videolaparoscopy, a piece of the dissecting jaw broke off and fell within the patient. The broken component was identified after the device started making unusual noises and a red alarm light appeared. The issue caused an increase in surgical time, but no patient injury resulted.